Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The root cause of the reported system error was the defective processor board (pca), likely due to a defective component. During visual inspection of the returned autopulse platform, both the head restraint wires were noted to be frayed, unrelated to the reported complaint. The observed physical damage is the characteristic of harsh impact due to user handling. The frayed head restraint wires do not render the autopulse platform non-functional. The top cover will be replaced to address the issue. Review of the archive data showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Investigation revealed that the root cause was the defective processor board (pca), and it will be replaced to remedy the fault. Unrelated to the reported complaint, the sounder was noted to be defective, making an unusual sound. The defective sounder will be replaced to resolve the problem. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for autopulse platform with serial number (B)(4) . Ccr (B)(4) was reported on (B)(6) 2017, and ccr (B)(4) was reported on (B)(6) 2018. In both ccrs, the processor board (pca) was replaced to remedy the system error.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". No patient involvement.